Manufacturer narrative:
The device powered up properly after battery installation. Unit received with operating currents within spec. No unexpected low battery alarms or off no power alarms were noted. Unable to prime unit during prime test due to faulty fsr. Unit received with cracked case at battery tube threads and belt clip slot. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.

Event description:
It was reported that the customer's pump turned off and it took about 3 minutes to turn back on. Customer had high blood glucose levels. Customer's blood glucose level was 419 mg/dl. Customer had not received any alarms and the pump turned off. Customer stated that the battery in use is a aaa (B)(4). Alarm history was reviewed. Customer was advised to insert a new (B)(4) aaa (B)(4) battery and to monitor the pump. Customer was advised that it might be a connection issue between the battery and the cap. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).